Event description:
The clinician reported 1.5 months after the immediate dental implant and abutment were placed in the mouth, the implant did not integrate in type iii bone. Clinician noted the patient's biomechanical overload. The site was grafted. The products will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Lot number was not provided by customer. The complaint was received by manufacturer and, after analysis, new informations were obtained. A follow-up is being sent to correct these informations according to the evaluation made. The catalog number was corrected according to received.

Manufacturer narrative:
Missing lot information was requested from the initial reporter. The initial reporter indicated the lot number was unavailable. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. The information provided in this report was based on information given by the dentist in neodent¿s products warranty form that was recorded in the system that is used by both the manufacturer and the subsidiary. The original complaint and the product were received by the subsidiary and did not arrive in the manufacturer yet. When this happens, a new evaluation of the complaint will be carried out and, if necessary, a new follow-up report will be send.

Event description:
The clinician reported 1.5 months after the immediate dental implant and abutment were placed in the mouth, the implant did not integrate in type iii bone. Clinician noted the patient's biomechanical overload. The site was grafted. The products will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Missing lot information was requested from the initial reporter. The initial reporter indicated the lot number was unavailable. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported 1.5 months after the immediate dental implant and abutment were placed in the mouth, the implant did not integrate in type iii bone. Clinician noted the patient's biomechanical overload. The site was grafted. The products will be forwarded to the manufacturer for investigation. There were no reported patient complications.